Event description:
It was reported, the user thinks the battery is not charging on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). It was reported, the user thinks the battery is not charging on ac power. There was no report of pt involvement. The device was evaluated by a philips field service engineer and the symptom could not be duplicated. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.